Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the application crashed during a device replacement procedure. The application was reloaded and worked well. It was further noted that the live egm (electrocardiogram) trace froze during the lead analysis threshold test, though changes in test amplitude setting could still be visualized. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.